Event description:
A distributor in chile reported that two rt265 infant dual heated evaqua2 breathing circuits failed the ventilator leak test before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4 and h4: device 1: lot#: 2101514984; date of manufacturing: 18 feb 2021; UDI: (B)(4). Device 2: lot#: 2101474569; date of manufacturing: 21 jan 2021; UDI: (B)(4). Section h10: method: the subject rt265 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel (f&p) healthcare in new zealand for investigation, where they were visually inspected and leak tested. Results: leak testing of the subject circuits confirmed there was a leak outside of specification. Visual inspection identified a small hole on each of the returned breathing circuits. It was reported that the leakages were identified prior to patient use and that the circuits had been opened and left set-up for 7 days prior to the leakage being identified. Visual inspection of the returned devices identified residue that may indicate patient use. Conclusion: we were unable to determine what may have caused the observed holes in the circuits however they appear consistent with having been damaged by a sharp object. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 infant evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "do not resuse this product. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm, or death" "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Manufacturer narrative:
(B)(4). Section d4 and h4: device 1: lot#: 2101514984; date of manufacturing: 18 feb 2021; UDI: (B)(4). Device 2: lot#: 2101474569; date of manufacturing: 21 jan 2021; UDI: (B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in chile reported that two rt265 infant dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvement.